Event description:
Complaint one track#: (B)(4).

Manufacturer narrative:
According to the service order report (B)(4) the technician verified that battery charging circuit works properly. To make sure the technician replaced the battery pack. The technician also performed functional check and safety tests and returned the unit in question to clinical service. This work was performed on 2019-05-08 and 2019-07-09. Due to the fact that the technician verified that battery charging circuit works properly the failure could not be confirmed. Therefore a most probable root cause could not be determined. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that the rotaflow had a problem with the batteries which can lead to a pump stop. No harm or serious injury to a patient was reported. Complaint onetrack#(B)(4).